Event description:
It was reported that as the patient is suffering dementia, he was having problems to operate his inflatable penile prosthesis (ipp). As a result, the patient's ipp was replaced with a tactra malleable prosthesis. There was no any malfunction with the explanted device. All components removed except the reservoir that was drained and left in patient. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information was requested and will be provided if it becomes available.